Manufacturer narrative:
The referenced device was return to the service center for evaluation. The service technician confirmed the customer's reported issue as a defective/shorted cable was found to be causing a distorted image. Fiber damage was not able to be confirmed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus service center was informed by the biomedical engineer that ¿pink lines showing and no image¿ fiber on high definition autoclavable camera head is damaged and was observed during preparation for use. No patient injury or harm was reported to olympus. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomena ¿pink lines are visible and no image¿ occurred because a communication failure occurred due to a faulty cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.